Manufacturer narrative:
Corrections to the initial MFR report: added d6a/d6b.

Event description:
The user facility reported a patient post coronary artery bypass graft surgery was undergoing an impella rp implant for right ventricular failure. During the impella implant procedure after the sheath was inserted, the physician noticed a hematoma. The physician made a decision not to continue in the groin with the impella rp and aborted the delivery. Manual pressure was applied to the hematoma with a switch to an impella rp flex for mechanical circulatory support via the right internal jugular vein. The patient was noted to be in stable condition.

Manufacturer narrative:
According to clinical, the impella rp was being placed via the 23fr sheath for an elderly patient with multiple cardiac and systemic comorbidities. The patient had emergent coronary artery bypass graft surgery and found to need the impella rp for right ventricular failure. There was vascular damage done at the insertion of the 23fr sheath. This vessel damage prompted the team to abort the impella rp delivery. The pump, introducer kit was not returned as it was discarded, and therefore, an evaluation of the device was not possible. Product history review was completed, and the pump passed all post sterile investigation checks. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided, and no product was returned for analysis. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿